Manufacturer narrative:
(B)(4). Pharmacy replaced product for the customer. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition has stayed the same. The customer did not receive medical attention since the last call. The customer is using the meter replaced by the pharmacy.

Event description:
Consumer reported complaint for e-0 error; test strip error. Husband is calling on behalf of the customer. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 06/30/2017. Customer feels very tired and cannot get up from bed at this time. Customer had been reading 33 mg/dl earlier this morning and husband had provided customer with juice in order to bring up her glucose levels but customer still feels very tired and sluggish. Customer would like to test her glucose levels again but keeps receiving the e-0 message.